Manufacturer narrative:
The referenced of the patient's multiple infection admissions was reported under medwatch report # 2916596-2019-02731 and medwatch report # 2916596-2019-03071. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year and 8 months. Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of (heartmate 3/heartmate ii left ventricular assist system). Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted on (B)(6) 2019 due to an ongoing driveline infection. Interventions included the patient undergoing a debridement and receiving intravenous antibiotics. The patient remains requiring wound care. No additional information was provided.